Event description:
--

Manufacturer narrative:
Additional information was received confirming that this lead remains active in this patient and is interfaced to a single chamber device. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this lead was going to be explanted due to erosion; however, the lead was surgically abandoned and became infected. The patient presented recently for lead extraction and it was noted that some type of rubber band device was put on the lead for the extraction process. This was very painful as this device was cut off. During the extraction procedure, a tamponade occurred and the patient required surgery to repair the right ventricle. Details regarding the reported clinical observations are not complete. No adverse patient effects were reported.

Manufacturer narrative:
Efforts to obtain additional details were unsuccessful. No other adverse events have been reported. This product issue will be updated if additional information is received.